Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number was not provided, a serial number search could not be completed.

Event description:
On 06/11/2018, it was reported a peritoneal dialysis patient died on (B)(6) 2018. The peritoneal dialysis nurse reported the patient was hospitalized for sepsis on (B)(6) 2018, per the nurse it was not related to peritoneal dialysis. The patient continued peritoneal dialysis therapy throughout the hospitalization. The patient died on (B)(6) 2018 due to ventricular tachycardia. Additional information was solicited but unavailable.

Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty select cycler and the patient¿s hospitalization for sepsis. However, it is not possible to determine the source of the infection with the limited available information. Based on the available information, it is unlikely that the cycler may have contributed to the patient¿s demise. According to the pdrn, the patient expired due to ventricular tachycardia. The cause of the ventricular tachycardia is unknown. No product malfunction or deficiency was alleged and there is no documentation suggesting a causal relationship between the event and the cycler.

Event description:
The patient¿s daughter reported the patient expired on (B)(6) 2018. During follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirmed the patient was hospitalized on (B)(6) 2018 for sepsis unrelated to the peritoneal dialysis (pd); pd treatment continued during hospitalization. Treatment details surrounding the hospitalization is unknown. According to the pdrn, the patient died on (B)(6) 2018 due to ventricular tachycardia.